Event description:
It was reported that the customer had issues with the insulin pump's sensor. His sensor glucose reading was over 300 but his blood glucose level was 190 mg/dl. The insulin pump went into threshold suspend when the customer was sleeping. He set his low at 100 mg/dl but at 120 mg/dl the insulin pump started to go off. The customer had a cortisone shot in his back and his blood glucose level elevated. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.